Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, upon removing the sensor wire, the patient reported that a piece of skin was attached to the sensor wire. The complaint device was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor to determine the cause of failure as allegation cannot be replicated in a test environment. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, upon removing the sensor wire, the patient reported that a piece of skin was attached to the sensor wire. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.